Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter displayed multiple inaccurately high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the meter started to read inaccurately. It is not known how the patient manages his diabetes or whether he made any changes to his usual diabetes management routine as a result of the alleged issue. He claimed that on an unknown date and time he developed symptoms of "weak [and] shaky". He reported that he obtained alleged inaccurately high blood glucose results with the meter of "238 mg/dl" and "235 mg/dl" compared to "122 mg/dl" his doctor's (unspecified) meter, and an abbott freestyle meter, respectively, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' criteria for accuracy. The patient denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient confirmed that his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to perform a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high results on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, possibly after the start of the alleged meter issue.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). A device history record review was performed on the subject meter and test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.